Event description:
It was reported that the recanalization catheter got stuck in the support sheath after approximately 3 minutes of use. Both devices were removed as a single unit without difficulty. Another catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be conducted as the lot number is unknown. The investigation is confirmed for difficult to remove as the returned crosser could not initially be removed from the micro sheath. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.